Manufacturer narrative:
(B)(4).

Event description:
It was reported that far field r wave oversensing was observed. Reprogramming was recommended. There was no report of adverse consequences for the patient.